Event description:
Pt was admitted for removal of hardware in left hip due to pain, secondary to adventitious bursa over the hip screws. In accordance with hosp policy, the components removed are not available for release.